Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 310 (mg/dl). Customer administered multiple boluses and the customer's bg levels decreased to 140 (mg/dl), however, the contact believed that the customer's bg levels should have been lower. Reportedly, the customer then changed their infusion site and administered correction boluses and their bg levels resolved.